Event description:
Device replaced before failure. The pt is known to have ischemic dilated cardiomyopathy with a 25% ejection fraction and monomorphic ventricular tachycardia, status post two abdominal ICD implant procedures. Their second ICD is less than one year old and is frequently recording electrical noise, causing it to inappropriately charge and almost delivery energy. ICD revision is indicated to evaluate for other cause of this electrical noise and eliminate the problem. The risks and benefits of lead extraction, lead replacement, defibrillator threshold testing, or implantation of a whole new system have been all carefully explained to the pt, and they understand these and wishes to proceed. Operative procedure: the pt was brought to the ep laboratory and the left upper abdominal area as well as the left prepectoral and right prepectoral regions are prepped and draped in sterile fashion. IV access is gained in both arms. Gentle IV sedation is given and lidocaine is infiltrated over the old abdominal incision, and the incision is carefully opened and the ICD mobilized. The lead is carefully inspected and is in excellent condition. There are no visible fractures, there is no heme leakage, and the lead is carefully tested for electrical noise in unipolar tip, unipolar ring, and bipolar modes, and impedances are excellent. The current lead impedance is identical to the lead impedance of one year ago when the most recent ICD was implanted. Facility, thus, does not think that the sensing problem lies in the defibrillator lead. The proximal shock coil and the slow vital capacity shock coil have been carefully tested and have very crisp electrograms when studied unipolar, and there is no evidence of fracture along the lead body to visual inspection. The explanted ICD clearly has far too much motion between the header and the can, strongly suggestive of an inappropriate joint between this removable header ICD and its can. Both the medtronic rep and facility feel that it is most likely that this is the source of the electrical noise and that the defibrillator should, therefore, be replaced. The pocket is inspected and excellent hemostasis is insured. A new medtronic micro-jewel ICD is brought onto the field and leads inserted in standard fashion. Capture and sensing characteristics are stable through the defibrillator, and the ICD is implanted with running 2-0 deep fascial vicryl, and 4-0 subcuticular vicryl. The defibrillator's threshold is tested, and success is noted at 16j twice, with the initial sensitivity of 1.2mv demonstrating one dropped fibrillation beat, and with a sensitivity of 0.3mv, there is no under-sensing. The ICD is, therfore, programmed vvi 40 at 5 volts at 0.5ms. It will detect vt with rates between 162 and 188 and treat with ramp pacing/ramp plus pacing/5j/34j. It was detect fast vt with rates between 188 and 231 and treat with ramp pacing/ramp plus pacing/16j/34j x three. It will detect ventricular fibrillation with rates above 231 and treated with 24j/34j x 5. The pt will be discharged home today and will return in one month to the office for routine ICD check.